Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. It was reported that the cause of the motor stall was not determined. It was stated that they were unsure if the explanted pump would be returned for analysis and noted that they had attempted to contact a manufacturer's representative twice but did not get a response yet. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and radiculopathy. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). The motor stall occurred on (B)(6) 2017 and there was no electromagnetic interference (emi) or magnetic interaction with the pump. The pump was replaced on (B)(6) 2017 and a manufacturer's representative was made aware that day. The hcp was unsure if the pump was sent back for analysis. No symptoms were reported. No further complications were reported or anticipated.